Event description:
Boston scientific received information that during a device change out procedure this right ventricular (rv) lead displayed discoloration and a bubble in the yoke. The rv pace measurements were normal, however, the shock electro-gram appeared flat. Technical services suggested checking the connections and provided lead integrity testing options. A local area sales representative was contacted. The sales representative confirmed the rv lead was reattached, the pocket was manipulated to ensure proper connection and impedance measurements were tested and acceptable. To date, no adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.